Manufacturer narrative:
Charger returned along with toothbrush handle; part# cba1001, serial # (B)(4), manufacture date 05/24/2017, description diamond clean smart base charger the root cause of the customer's complaint is a shorted outlet.

Event description:
Consumer called stating that the diamondclean smart power toothbrush turned on by itself and the outlet caught on fire. No injuries occurred.